Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10" message for more than 2 hours while wearing the adc freestyle libre sensor. Customer further reported he/she was napping when and experienced a loss of consciousness and a family member injected him/her with glucagon. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor. Plug was seated correctly. Extracted data from the sensor using approved software. Sensor was in state 5, which is normal termination. Performed visual inspection on the sensor plug assembly. No observations found. Sensor was placed in simvivo fixture and reprogrammed using approved software. Simvivo testing was performed. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a "scan again in 10" message for more than 2 hours while wearing the adc freestyle libre sensor. Customer further reported he/she was napping when "and" experienced a loss of consciousness and a family member injected him/her with glucagon. No further treatment was reported. There was no report of death or permanent impairment associated with this event.